Event description:
It was reported that the device was not working and open circuits and short circuits were noted on 18 and 2 electrodes respectively. Hardware exchange and reprogramming attempts were made; however, the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and reimplant the patient with another cochlear device as of the date of this report.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2026 and the patient was reimplanted with another cochlear device during the same surgery.